Event description:
Procedure: nephrectomy. According to the reporter: after the specimen was caught inside of a bag, the ring detached and fell into the cavity. The ring could be removed from the pt with no problem.

Manufacturer narrative:
(B)(4).